Event description:
New information received on (B)(6) 2014 notes that lead insulation anomaly was observed during an elective generator replacement. The lead exhibited good electrical functions and remains implanted.

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly via fluoroscopy. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.